Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the scope cable did not work when connecting to two different units. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. The following fields were updated: h3 & h4. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. The device was evaluated where the reported event was confirmed. Based on the results of the investigation, the event occurred due to a faulty scope cable. Olympus will continue to monitor the field performance of this device.